Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging dreamstation auto CPAP screen does not switch on. The device was not known to be in use on a patient at the time of the occurrence. The dreamstation CPAP device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's pca and iso port was melted. Display ribbon cable was burnt. Additionally, the following parts were contaminated, inlet /outlet seal/isolator pollen filter needs replacing due to preventive maintenance. The root cause isn't confirmed at this time. This notification is being reviewed due to a user of ds2adv auto CPAP device with allegations of does not switch on. The device was return to manufacturer product investigation laboratory (pil) for service. Pil was able to confirm the complaint, but not address the symptoms specified. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. It appeared to be possible burn marks from thermal damage were observed on the ui display bezel, ui ribbon cable, and iso port.

Event description:
The manufacturer received information alleging dreamstation auto CPAP screen does not switch on. The device was not known to be in use on a patient at the time of the occurrence. The dreamstation CPAP device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's pca and iso port was melted. Display ribbon cable was burnt. Additionally, the following parts were contaminated, inlet /outlet seal/isolator pollen filter needs replacing due to preventive maintenance. The root cause isn't confirmed at this time. The manufacturer's investigation is ongoing. If new additional information is received a follow-up report will be submitted.